Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was having shocking in the lower back and spine area. The patient was wondering if her roommate¿s high frequency stimulator from another manufacturer would interfere with the patient¿s implant. The patient was redirected to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the patient's weight was reported. No steps were taken to resolve the shocking. The doctor's office called the patient to see if she wanted to see her, but she never called back. No further information was reported.